Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. However, device received with corroded battery tube. Device passed self test and displacement test. Device was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 136 mg/dl at the time of the incident. Customer states the display was not blank less than 30 seconds and/or did not return. Troubleshooting was performed. Display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per hcp's instructions. The insulin pump will be returned for analysis.